Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an endovascular treatment for an endovascular treatment for abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis. After deployment of the proximal part of the trunk-ipsilateral leg component, angiography for repositioning revealed occlusion of the left renal artery. The left renal artery was selectively catheterized and a gore® viabahn® vbx balloon expandable endoprosthesis was placed following deployment of all the planned devices. Adequate blood flow in the left renal artery was confirmed. The procedure was concluded without any other problems. The patient tolerated the procedure. The reporting physician commented as follows: the left renal artery was visualized on the initial angiography; however, it was found to be occluded on angiography after deployment of the proximal portion of the trunk-ipsilateral leg. In addition to pre-existing stenosis of the left renal artery, the aortic neck was highly shaggy, and it is considered that plaque shift or thrombus dislodgement during deployment may have caused the occlusion.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.